Event description:
It was reported that the patient underwent a pelvic floor repair procedure in 2009. At about 9 days later, the patient complained of tenderness due to an inflamed ridge at the perineum. As a result, the patient was placed on topical cortaid.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.